Manufacturer narrative:
Unit passed displacement test and self-test. Unit downloaded properly, however, history file is full with spanish anomaly alarms. Spanish anomaly alarms noted due to corrupted history file. Unit received with cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call of attempting to download to carelink and not being able to get past thirty one percent download. Customer was advised that insulin pump would be replaced.